Event description:
Consumer called on problems with erratic readings. Analysis run on clark error grid using mean avg. Readings (239, 188) as ref. Point vs. Bd readings (64, 307, 346; 43,333) yielded data points in the c/e range of the grid, outside of acceptable limits.